Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheters were presenting difficulties when verifying that the balloon was in good condition. During filling, it was very complicated to introduce the liquid solution and when emptying the catheter, the solution came out slowly and even some probes remained with the liquid inside which never emptied the liquid placed. The balloon must be completely deflated when removed from the patient, because if it was not deflated correctly then it could generate health risks of great impact. It was mentioned that seven probes had been reported from the surgical area and they were using a 5 ml insufflation syringe. As per the video sample reported, it was hard to infuse and required too much effort. This was to verify that the balloon was not ruptured and there was no leak. When the user tried to remove the water from the balloon of the probe, the liquid did not come out. The user tried twice more, but it was not possible to remove the water from the balloon of the probe .

Manufacturer narrative:
The reported event was unconfirmed because the devices meet the specification. The product had not caused the reported failure. Based on physical sample received, the exterior of the sample and did not find any evidence of a failure that would support the reported event. Tested using lab syringe, inflated the balloon with 10ml water using normal fill technique and the balloon inflated without difficulty in 6sec and the inflation funnel did not balloon out during inflation. Deflate and re-inflated again the balloon with quick fill technique and the balloon inflated without difficulty in 3sec and the inflation funnel did not balloon out during inflation. Dissected and did not find anything to contribute to the reported problem. No root cause could be found because the reported event was unconfirmed. Potential root cause for this failure mode could be, thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore no additional action required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst. Do not aspirate urine through the drainage funnel wall. Single patient use only. Do not reuse and resterilize. For urological use only. Use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheters were presenting difficulties when verifying that the balloon was in good condition. During filling, it was very complicated to introduce the liquid solution and when emptying the catheter, the solution came out slowly and even some probes remained with the liquid inside which never emptied the liquid placed. The balloon must be completely deflated when removed from the patient, because if it was not deflated correctly then it could generate health risks of great impact . It was mentioned that seven probes had been reported from the surgical area and they were using a 5 ml insufflation syringe. As per the video sample reported, it was hard to infuse and required too much effort. This was to verify that the balloon was not ruptured and there was no leak . When the user tried to remove the water from the balloon of the probe, the liquid did not come out. The user tried twice more, but it was not possible to remove the water from the balloon of the probe . As per mail notification received on 24aug2022, stated that there was no contact of the product with the patient. As per follow-up information received on 02sep2022, stated that the customer used luer lock syringe. The hospital used its own syringe. The customer had already used the product in previous years. Stated that the problem was only with catheters. Per follow up information received via ibc on 26oct2022, it was stated that there catheter was not used on the patient and there was no damage to the patient. The problem was identified before the catheter was used in the patient.

Manufacturer narrative:
The reported event was unconfirmed because the devices met the specification. A potential root cause for this failure mode could be, thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft . The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst. Do not aspirate urine through the drainage funnel wall. Single patient use only. Do not reuse and resterilize. For urological use only. Use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." Correction: a, b, d h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the foley catheters were presenting difficulties when verifying that the balloon was in good condition. During filling, it was very complicated to introduce the liquid solution and when emptying the catheter, the solution came out slowly and even some probes remained with the liquid inside which never emptied the liquid placed. The balloon must be completely deflated when removed from the patient, because if it was not deflated correctly then it could generate health risks of great impact . It was mentioned that seven probes had been reported from the surgical area and they were using a 5 ml insufflation syringe. As per the video sample reported, it was hard to infuse and required too much effort. This was to verify that the balloon was not ruptured and there was no leak . When the user tried to remove the water from the balloon of the probe, the liquid did not come out. The user tried twice more, but it was not possible to remove the water from the balloon of the probe . As per mail notification received on 24aug2022, stated that there was no contact of the product with the patient. As per follow-up information received on 02sep2022, stated that the customer used luer lock syringe. The hospital used its own syringe. The customer had already used the product in previous years. Stated that the problem was only with catheters.

Event description:
It was reported that the foley catheters were presenting difficulties when verifying that the balloon was in good condition. During filling, it was very complicated to introduce the liquid solution and when emptying the catheter, the solution came out slowly and even some probes remained with the liquid inside which never emptied the liquid placed. The balloon must be completely deflated when removed from the patient, because if it was not deflated correctly then it could generate health risks of great impact . It was mentioned that seven probes had been reported from the surgical area and they were using a 5 ml insufflation syringe. As per the video sample reported, it was hard to infuse and required too much effort. This was to verify that the balloon was not ruptured and there was no leak . When the user tried to remove the water from the balloon of the probe, the liquid did not come out. The user tried twice more, but it was not possible to remove the water from the balloon of the probe . As per mail notification received on 24aug2022, stated that there was no contact of the product with the patient. As per follow-up information received on 02sep2022, stated that the customer used luer lock syringe. The hospital used its own syringe. The customer had already used the product in previous years. Stated that the problem was only with catheters. Per follow up information received via ibc on 26oct2022, it was stated that there catheter was not used on the patient and there was no damage to the patient. The problem was identified before the catheter was used in the patient.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. Returned sample was evaluated and no pinch or blockage observed. A potential root cause for this failure mode could be, thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore no additional action required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst. Do not aspirate urine through the drainage funnel wall. Single patient use only. Do not reuse and resterilize. For urological use only. Use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected